Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, upon second dilation, it was noted that the balloon ruptured at 10atm for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a balloon leak.the device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was observed 5mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the shaft found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, upon second dilation, it was noted that the balloon ruptured at 10atm for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.